Manufacturer narrative:
(B)(4).

Event description:
During follow-up, high threshold and lead noise were noted. The lead was replaced. The patient is in stable condition following procedure. Additional information has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No more information available.